Event description:
A family member reported that they removed the battery in the pump because the pump was shutting itself down. There is no water exposure or trauma to the pump. The battery was changed several times and the pump remains powerless.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).